Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified vessel. A 2.25 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts was lifted. The procedure was completed with a different device. No patient complications were reported.